Event description:
It was reported that the patient underwent cardiothoracic surgery for mitral valve replacement, aortic valve replacement, and tricuspid valve repair. During the course of the tricuspid valve repair, the physician inadvertently cut the existing atrial and ventricular lead, and removed the distal portion of each lead in order to gain access to the tricuspid valve. Transthoracic temporary pacing wires were placed during the procedure. Following the procedure, the remaining proximal portions of the leads were removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID rvdr01 implantable pulse generator (ipg) implanted: 2013 (B)(6). (B)(4).